Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-54141.please see medwatch report # 3004209178-2015-54371.

Event description:
The customer reported via a follow up call that the insulin pump alarmed weak battery and failed battery test. The customer's blood glucose was 180 mg/dl. The customer was advised to use the recommended battery type. She stated that she tried various batteries and received the failed battery test but was able to resolve the issue after 4 battery changes. No physical damage to the device was observed. The customer had previously reported via social media that the device alarmed no delivery excessively and that she had been hospitalized for diabetic ketoacidosis. The customer stated during the follow up call that she had received a replacement insulin pump and advised that she would monitor the device. She stated that the alarms were already cleared. She advised that the insulin pump was working as designed and declined further troubleshooting.